Event description:
This is a reported lead extraction conducted in the hybrid or to remove a passive fixation pacing lead (rv, unknown age) due to chronic vascular stenosis of the svc. The patient was prepped with an arterial line, fluoroscopy in use, echocardiogram and cvs available. The rv lead was cut, prepped with lld and lasing began with a 16f sls ii. The lead was reportedly removed without issue but when the md place a guidewire to retain access for lead re-implantation the patient's abp declined. The cvs entered the room and within 5 minutes performed a sternotomy, extracting approx 1 liter of blood from the pleura. A svc tear was found and successfully repaired. The patient stabilized and new epicardial leads were successfully implanted.